Event description:
Pt undergoing diagnostic laparoscopy and fulguration of endometriosis. During manipulation of the uterus, the tenaculum fell off the cervix, tearing through the anterior lip. Suture repair required.